Event description:
The facility reports while lifting a pt from the chair to the wheelchair, the sling detached from the spreader bar. The pt was taken to the hospital, no injuries were reported.

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter. Results show that no faults were found with the lifter and it functioned to specification. The sling involved in the reported incident was not available for inspection; it had been discarded. However, prior to the investigator's visit, the local service engineer along with the health and safety officer from the council inspected the sling and reported that no faults were found with the sling and clips. Based upon the report received, the MFR is unable to determine the exact cause for the reported incident. However, it is considered possible that the sling was not correctly attached to the lifter prior to the pt transfer. The MFR recommends the sling clips are correctly attached prior to and during pt transfers, as directed in the operating instructions. A new sling has been ordered to replace the one that was discarded. Please note this medwatch replaces 9617021-2005-00047.